Event description:
The customer reported a false positive result with the ID now covid-19 assay performed that generated a positive result. Repeat testing was not performed pcr confirmation testing was performed on the same day on an unknown sample that generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Simimilar product to 190-000.